Event description:
Surgeon "felt the issue was due to a combo of poor bone quality, stress on rod at connector, stress on rod at bend. Rod broke at add on, junction 5.5-5.5 connector not 3.2." Revision case of previous l1-t8. Adult scoli.

Manufacturer narrative:
Device not inspected due to the hospital retaining the implant. Additional requests were made for return with no prevail. No batch information was provided, so the manufacturing records could not be investigated. Repeated inquiries to gather more information about this case have not resulted in any additional information beyond what is listed in this report at this time.